Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Complaint is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during the primary surgery. The patient underwent revision due to pain, swelling, and instability. Revision notes states all the component was well fixed and patella was not revised. Patient was revised to the rhk system. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g4, g7, h1, h2, h6, h10.

Event description:
It was reported that a patient underwent a right knee arthroplasty approximately 12 years after the procedure the patient was revised due to pain, swelling and instability impacting adls and ambulation.

Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical products: item: 00599404017, lot: unknown. Item: 00598801215, lot: unknown. Item: 00595004701, lot: unknown. Item: 00595006745, lot: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02207.

Event description:
It was reported that a patient underwent a right knee arthroplasty approximately 12 years after the procedure the patient was revised due to instability.